Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, patient history of metal allergy is the root cause of the reported event. (B)(4). Please reference 2032546-2018-00140 for the patient's left eye.

Event description:
Initially, it was reported that following a left eye cataract plus trabecular micro bypass stent procedure, the patient presented with peripheral anterior synechia (pas) postoperatively. The surgeon suspected that metal allergy caused the pas. Subsequently, the stent was explanted from the patient¿s left eye. Through follow-up, the following additional information was received. Reportedly, after undergoing bilateral trabecular micro bypass stent procedures (ou), the patient presented with pas in both eyes postoperatively. No medication was prescribed and the surgeon planned to explant the stent in the fellow eye (od). This report references the patient's right eye.